Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. During our evaluation the device would open and close but there was a delay when opening. The device felt like the cups were sticking together when attempting to open. No other anomalies were detected with the device. The device will be sent back to the supplier for further evaluation. The supplier provided the following information: the device was laid across the workbench. The distal end of the device had a sweeping bend in the outer jacket that prevented the outer jacket from lying flat against the table. The device was able to open and close but the jaw would not fully close without manipulation. On further inspection of the jaws under magnification, it was clear that the jaw and needles had dried fluid on them, which was preventing the jaws from fully closing. The jaws and needle were soaked and cleaned hydrogen peroxide. Some of the dried fluids were able to be removed, which allowed the device to open and close more smoothly. The dried fluid that remained between the jaw and needle assembly still prevented the device from fully closing. A review of the device batch record was performed and there were no non-conformances or corrective and preventive actions opened in relation to the nature of the complaint. All devices met all specifications upon release of the product. This device was manufactured in january 2016. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: there is no root cause investigation at this time. The device was able to open and close. However; due to the dried fluid on the distal end of the device and the bend in the jacket, the device was not able to smoothly close. These defects were due to mishandling in the field. The instructions for use state: "uncoil forceps beginning at handle and working toward cups, exercising care not to stretch cable. Open and close cups, verifying smooth handle operation and appropriate cup action. Become familiar with amount of handle movement required to operate cups. If any irregularities are noted, do not use. Note: exercising handle while device is coiled may result in damage to forceps." The instructions for use state: "using slight pressure on handle, close forceps around tissue or foreign body. Maintain gentle handle pressure to keep cups closed while gently withdrawing forceps from site. Note: it is not necessary to apply excessive pressure to cleanly excise tissue." Prior to distribution, all maxum biopsy forceps without spike are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopy procedure, the physician used a cook maxum biopsy forceps with spike at the time of taking the biopsy with the maxum biopsy forceps, the mandibles are footprinted, do not open easily." On 03/29/2017, an evaluation response letter was received from the approved supplier. The supplier evaluation found that the cups of the forceps would not close.